Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving a battery indicator message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate (cca). The patient claimed that she developed symptoms described as "sweaty and tingly fingers and feet" due to the power issue. The patient declined to provide any other information. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia due to the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.